Event description:
It was reported that the customer had a threshold suspend alarm on the insulin pump. Customer's blood glucose level was 118 mg/dl. Customer does not exhibit symptoms of low blood glucose levels. Customer's sensor glucose level was 69 mg/dl and the suspend threshold limit was 70 mg/dl. Customer indicated that she only calibrated last night and early today. Customer avoided calibrating since she does not want to get a cal error. Customer was advised that she is stable and that there is no difference of over 30-35 points between her blood glucose and sensor glucose to calibrate and try to adjust the sensors. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.